Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history records were reviewed for the reported lot number m5117t609, and the product met manufacturing specifications and was inspected by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on (B)(6) 2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
It was reported that the patient desaturated while the thumb valve on the closed suction catheter was in use. Additional information received on (B)(6) 2015 stating that the patient did not really desaturate. They placed a catheter on the vent, it would not hold pressure, the catheter was changed out twice, immediately. Third one worked fine. No additional information provided.